Manufacturer narrative:
Additional narratives: valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on oral anticoagulant to treat thrombosis. Customer report of valve-to-valve interference could not be confirmed through visual observations. X-ray demonstrated wireform intact. Moderate fibrin-like thrombotic material was observed on the stent circumference at the inflow aspect. Three suture pledgets remained attached to the sewing ring around leaflets 2 and 3 on the outflow aspect. Multiple sutures also remained attached to the sewing ring around the valve. Sewing ring was cut in multiple areas around the valve. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 27mm mitral valve was explanted on pod #1 due to thrombosis. As reported, during a redo-avr procedure, after suturing the aortic replacement valve it was observed that one leaflet was interacting with the post of the mitral valve at the lovt level and it was decided to explant the mitral valve. There were no alleged malfunctions of the mitral valve. The patient expired on pod #1 due to severe cardiac failure. There was no allegation that the edwards devices caused or contributed to the death.

Manufacturer narrative:
Updated h6 per product evaluation performed on jun 4, 2021.